Event description:
Per the clinic, the internal fixture was explanted (date not reported) due to an unknown reason. Subsequently, the patient was reimplanted with another cochlear device on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.